Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation revision with two 325cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade iii) and bilateral breast deformities. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 175cc mentor memorygel breast implant: catalog: 3501754bc, lot: 7726590, sn: (B)(4) and (left) 175cc mentor memorygel breast implant: catalog: 3501754bc, lot: 7706371, sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2022-02986.

Manufacturer narrative:
On april 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 200cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.